Event description:
Valve seated into annulus - valve leaflet broke and fell into the heart. Multiple efforts were made to locate pieces - found portion of leaflet - unable to locate one piece of leaflet. Piece - about 1mm size remains in pt.